Manufacturer narrative:
Per the t:slim x2 user guide, ¿ store the dexcom g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sen¬sor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 160 mg/dl, and the meter bg reading was 107 mg/dl. Customer alleged the reported issue was due to the distributor not storing the sensors according to manufacture recommendations. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.